Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had alarmed no delivery during bolus. The customer's blood glucose was 300 mg/dl. Troubleshooting was performed and the customer was advised to perform a fixed prime while disconnected at the quick release, insulin didn't exit and the device alarmed no delivery. Customer was then advised to manually push insulin with a plunger, and insulin did exit. A manual prime was performed on the insulin pump and insulin did exit. The customer was advised the insulin pump was working as designed and the alarm was caused by an infusion set and reservoir occlusion. Customer rechecked his blood glucose and it was up to 370 mg/dl. Customer stated he will change out and treat with a manual injection. Customer is not returning the reservoir for analysis.